Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered difficulty during sex, scarring, bleeding, infection, and pelvic and vaginal pain. No further info has been provided.